Event description:
It was reported that during an unknown procedure, the device failed, seal is not broken, staples do not close properly, and anastomosis filtered. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.